Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mpu (serial number#: (B)(4)) was not returned for analysis. However, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 7 days (24 mar 2023 ¿ 31 mar 2023 per time stamp). No external power alarms were active on 26 mar 2023 from 11:23:47 ¿ 11:24:05. The alarms were stated, to have been caused by the ac power cord being disconnected from the outlet. The backup battery was able to provide power to the system during the event. The alarms cleared once the power cable was reconnected to the outlet. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on 11 apr 2023 stated, that the mpu has a v-lock connector, the ac power cord came out of the outlet. There were no environmental circumstances that caused the no external power alarm. The mpu was not exchanged, and no products will be returning. The root cause of the reported event was conclusively determined to be caused, by the ac power cord being disconnected from the outlet. The device history records were reviewed for the system controller (serial number: mpu-(B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿, addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported, that the log file captured a loss of external power event while connected to the mobile power unit (mpu). The low voltage hazard events seen are the result of slow discharge of the mpu capacitors when they suddenly lose power. These events appeared to resolve once external power was completely restored. The mpu did have a v-lock connector on the ac power cord. It was reported, that the ac power cord did come loose at the wall outlet. The mpu was not exchanged.